Event description:
Information obtained from letter sent by pt's attorney: surgeon deployed stent successfully and while trying to remove the balloon over the wire, the proximal portion of the balloon broke. Medical intervention required to retrieve the broken portion of the balloon.

Manufacturer narrative:
Initial report.